Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that tensile stress and torsion might have been locally applied on the distal segment of the subject sion blue guide wire while the distal segment of the wire was trapped by the calcified lesion and/or stents. Consequently, the distal segment of the sion guide wire was fractured. Although it was concluded that this event was not attributed to the product quality, it was unable to completely rule out the potentiality that some wire fragments might be left in the patient anatomy as the reported guide wire was not returned. Additional surgery for removal of the wire fragment was considered an adverse patient effect. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. ~ this guide wire must be used in an institution where emergency surgical operation can be performed immediately. If an emergency surgical operation is unavailable, in the worst case, life-threatening events may occur. ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects], ~ separation of the guide wire.

Event description:
It was reported that an asahi sion guide wire was used during a percutaneous coronary intervention (pci) to treat a calcified stenosis in the right coronary artery (rca). After the coronary angiography, a 3.0*13 mm firebird pro stent was delivered to the mid rca lesion over the sion guide wire and deployed. Another stent was delivered to the proximal rca lesion over the sion guide wire and deployed. After withdrawal of the balloon, repeat angiography showed incomplete stent apposition. A 3.0*12mm non-compliant (nc) balloon was advanced for post-dilation of the stents in the proximal and mid rca. Ivus confirmed good apposition of the stents. Resistance was encountered during guide wire withdrawal and the sion guide wire was fractured. Repeat angiography showed stent migration in the mid rca. Multiple attempts using a sion guide wire, an asahi xt-a guide wire and non-asahi bw guidewires failed to access the distal rca. Repeat angiography revealed slow blood flow in the mid and distal rca. The patient's blood pressure decreased subsequently. Dopamine was administered to maintain blood pressure and the patient was immediately transferred to a higher-level hospital for surgical management. Emergency coronary artery bypass grafting (CABG) was performed and the displaced stent and fragment of the sion guide wire were removed. The patient received further treatment at the higher-level hospital postoperatively. It was informed that there was no adverse patient effect associated with this event.